Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that patient experienced myocardial enzyme elevation. In (B)(6) 2019, the subject presented with unstable angina and the index procedure was performed on the same day. The target lesion was located at the proximal left anterior descending artery with 90% stenosis and was 38mm long, and a reference vessel diameter of 3.5mm. The lesion was treated with predilation and placement of 3.5mm x 38mm synergy drug-eluting stent with 0% residual stenosis. One day post procedure the subject was noted to have an elevation in the myocardial enzyme. Three days later the patient was discharged on aspirin and clopidogrel. No other information is available at the time of reporting.